Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Power setting stayed on-red can not go to next stop. Repair order log: 94743. Ref : e-complaint-(B)(4). Leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation : x-review DHR : x-inspect returned samples . Analysis and findings : complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 8/3/2018 under wo #(B)(4)& (B)(4) and shipped on 11/07/2018. Manufacturing record review: DHR's (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed minor physical damage on the power inlet. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the unit was confirmed to be plugged into a u.p. S. Back up power supply. The unit is not designed to be supplied with power other than a direct connection to a wall outlet. The draw on power, especially from the smoke evacuator motor, is too great for an intermediate connection. The IFU states units are to be supplied from an uninterrupted source. The use of a u.p.s. Back up power supply by the customer has contributed to the complaint condition. Root cause is being attributed end user error. Correction and/or corrective action: this unit's damage was repaired then tested to specification and returned to the customer. No further corrective action is necessary. No further training required at this time. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Power setting stayed on-red can not go to next stop. Repair order log: (B)(4). Ref : (B)(4). 1216677-2020-00190 leep precision generator lp-20-120 (B)(4).